Manufacturer narrative:
The bent platen was discovered during investigation of the pump for a non-related complaint. The device was repaired and returned to the customer. The most common cause of bent platens is misuse of the pump, i.e. Subjection of the device to a mechanical shock, such as dropping onto a hard surface.

Event description:
During investigation of the involved device by mmdg of an un-related complaint, it was observed that the device's platen was bent. The device was serviced and returned to the customer. (B)(4).